Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. During inspection and testing, the device's alarm volume was found to be low even the volume was set on "high". Further investigation determined that the front piezo was defective and the root cause of the issue. Therefore, the front piezo (beeper) will be replaced. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code).

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump had a low alarm volume even when on a "high" setting it is unknown if there was patient involvement. No adverse effects were reported.